Event description:
Breast implants illness. I had them for 10 years and became deathly allergic to cold. I had them removed and my symptoms disappeared. Patient code: 1907. Device code: 4001. Ref report: mw5184221.